Event description:
A male with malignant pleural effusion that was drained intraoperatively; he was found to have an entrapped lung. His chest tube was removed post-op and fluid re-accumulated. Thoracic surgery team decided to place another. Thal-quick used in 2008. Site selected was next to the port at the 8th interspace, midline axillary. Fellow placed the thal-quick. He reported, the needle going in smoothly and returning fluid, wire guide passed without problem as did the dilators. He had no indication that the procedure had not gone as planned. X-ray later indicated that the chest tube may be placed below the diaphragm. CT scan later showed the chest tube entering the pleural space in the posterior sulcus and then traveled through the diaphragm and into the retroperitoneal space. Chest tube was then removed. Pt has no adverse effect to date; no bowel injury or peritonitis.

Manufacturer narrative:
Eval: no product was returned to assist in our investigation. However, based on the info provided, this event does not appear to be a problem with the device as the pt may not have been a good candidate for this procedure. Our info for use states that manipulation of this product requires fluoroscopic, CT scan or ultrasound guidance. Nevertheless, the appropriate individuals have been notified and we will continue to monitor for similar reports.